Event description:
It was reported the ECG (electrocardiogram) connection was faulty. It was also reported the case was broken around the screen. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. It was also noted that the bezel was broken.